Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hpv amp kit, list number 09n15-090, which is the same/ similar to the alinity m hpv amp kit, list number 09n15-095, which is us FDA approved.

Event description:
Customer observed false negative results when running the alinity m hr hpv assay. Customer observed that their controls were drifting. They experienced a 9198 control non-reactive error on (B)(6)2025, and then had a cellular control (cc) failure error on repeat. As a result of the hpv qc failure on (B)(6), customer decided to repeat a few of the samples which appeared to have either a later cc cycle number (cn), or those which had "messy" amplification curves. These samples were repeated on 4 feb and there was one sample which gave a discordant result upon repeat: · sample ID (sid) (B)(6), was first tested on (B)(6) 2025 and generated a result of not detected, but when repeated (B)(6) 2025, the sample generated a result of positive for other b (cn 20.93). As the customer alleged error code 9198 and cc control failure on the alinity m hr hpv assay, the field service engineer (fse) performed a site visit for execution of troubleshooting per isa 640-146a. Fse visit indicates that the amp pack weren't being spun properly and the customer's observation of control failure did not require diener pump replacement and is not associated with metal leaching. Customer provided details on two additional sids: sid (B)(6) was initially run on 30 jan and generated a result of not detected, but when repeated on the 4 feb generated a result of hpv other detected (CT = 24.42). Customer amended the result. Sid (B)(6) was originally run on (B)(6) and generated a result of not detected (other hpv a sigmoidal curve beyond cutoff), but when repeated on (B)(6) generated a result of "other hpv a" (CT 25, within cutoff of 28.5). To date, customer has sent through 10 samples which were discrepant upon retest (including 3 previously discussed). These (B)(4) samples were initially negative, however upon retesting the results were positive for hpv other. The lab ids are below, note the "25-" prefix must be removed to get the alinity m sid · (B)(6). There has been no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included file sample testing, a customer data review a quality data review and a complaint history review. The results of the investigation are summarized as follows: file sample testing: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 401482 was performed and all testing met the acceptance criteria with a passed disposition. The validity of the run (including meeting assay specification requirements and no error codes or flags being displayed for the run controls) were verified. The assay meets specification requirements, and there were no instances of false negative, 9198 or 9274 error codes. The file sample evaluation testing results did not verify customer's observation. A product deficiency was not identified by this evaluation. Customer data review: the customer result logs attached to the ticket were reviewed. All negative results were due to lack of adequate amplification in the target or cellular control channels, and all positive results produced normal sigmoidal amplification curves. As noted in the ticket, the onboard amp kit units used for the reported tests had not been properly centrifuged, as air bubbles were observed in the wells. Additionally, some of the samples resulted in a cellular control failure, indicating a potential sample integrity issue. Therefore, a reagent or sample handling issue cannot be ruled out. Review of the customer data demonstrated that the assay software and the alinity m hr hpv amp kit (list 09n15-090) lot 401482 are performing as expected. Quality data review: device history record (DHR) review: review of the manufacturing packet for alinity m hr hpv amp kit (list 09n15-090) lot 401482 (including its components) did not identify any issues that could result in the reported complaint. The quality control masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 401482 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA (corrective and preventive action) / non-conformance review: the CAPA review did not identify any quality records related to the reported complaint for the reported lot 401482 (and components). Complaint history review: the complaint history review did not identify any additional complaints related to the ticket under investigation. Additionally, complaint trending review confirmed that a trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 401482 was not identified.